Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse investigated the unit on the reported fault, autofill failure is the only fault in the logs. Unit triggers on pressure normally as well as ECG. Completed preventive maintenance (pm) including all functional and safety tests as per manufacturer specifications. The fse could not duplicate this fault, leads were missing. Suspect leads may be faulty. Waiting for follow-up with biomed on ordering new leads, biomed responded by asking for a copy of the service report and if needed, leads can be purchased later. The fse returned the unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has error code 57.